Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel c failure was confirmed during product evaluation. The root cause of this condition was assigned to user error. The main batteries were replaced to correct this condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, re-tested, and found to be performing as designed before release. A service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries and harness were replaced. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a channel c failure. This condition had the potential to interrupt delivery. This condition was found in the biomed service department. This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.